Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt was found face-down in bed. Treating neurologist indicated that sudep was the probable cause of death and that the death was not related to the vns therapy system. The pt reportedly experienced no change is seizure control with the vns therapy and was receiving therapy at the time of death. No autopsy was performed. There is no evidence at this time that the vns therapy system caused or contriubted to the reported event.

Event description:
The devices were returned on 02/26/2015. Analysis of the generator confirmed proper functionality of the device. No abnormal conditions were found for the returned generator. Analysis of the returned lead portion made no remarkable findings besides typical wear and explant-related conditions. The lead¿s electrodes were not returned.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently provided outdated information, as the return of the devices on 02/26/2015 was not stated in the event description.

Event description:
The explanted generator and lead were explanted from the deceased patient. The return of the devices is expected, but has not occurred to date.